Manufacturer narrative:
The local field representative let the physician know that the patient had never been followed and that the device likely went beyond end of life (eol), which resulted in the inability to interrogate. Additionally, the local field representative left a follow up note in the patient's chart recommending an x-ray to verify the device that was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer. Additionally, the device did not emit beeping tones with magnet placement. It was reported that the patient had been lost to follow up. No adverse patient effects were reported.